Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the insulin pump was exposed to fluid, there was fluid in the battery compartment and under the display and the insulin pump had a blank display. The customer also reported that the insulin pump had a crack on the battery tube side which affected the pump's functionality. The customer also reported that the device labels including serial number and dome label stickers were reported as missing, removed, worn, faded, or damaged following usage. The event involved product(s) mmt-332a, unomedical, mmt-1715kl. Troubleshooting was partially performed for high blood glucose event. Troubleshooting was performed for the moisture damage, cosmetic damage and label damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was partially performed for blank display as the customer declined further troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. The customer will discontinue use of the insulin pump. Mmt-1715kl was requested and the customer response was that the device will be returned.